Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas sustained impact damage when the patient tripped and fell at school, landing on the device and rendering the screen unusable and the phone display unreadable, after which the patient switched to manual injections until a replacement arrived. Symptoms included no injury to the patient. Outcomes included interruption of pump therapy and inability to operate the device due to a nonfunctional screen. Investigation included customer interview and device replacement logistics with instructions for device return. Investigation of this case revealed physical damage to the display assembly consistent with accidental impact, resulting in loss of display function and inability to navigate the device interface. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated accidental damage unrelated to device manufacturing or design.